Manufacturer narrative:
The insulin pump was received with stained keypad overlay, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip. The insulin pump also had stained address serial number label and stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump blacked out. The customer reported that the buttons were hard to read. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.